Manufacturer narrative:
The device was received with completely broken reservoir tube lip, missing reservoir tube o-ring, cracked belt clip slot at battery tube threads area, cracked battery tube threads and cracked case at display window corner. (B)(4).

Event description:
The customer reported via phone call of their insulin pump being cracked. The customer states noticing hair line cracks in the reservoir. The customer's blood glucose at the time was 85mg/dl. The customer states there is a missing o-ring and chips in the reservoir. The customer states the reservoir is no longer able to be held in place. The customer was advised that the device would be replaced and returned for analysis.